Manufacturer narrative:
The reported complaint of black-out display along with alarm on the thermogard xp ivtm system (sn (B)(4)) was not confirmed during power on and event logs review. The system was turn on several times and powered up without any issues and passed self-test. During visual inspection, no physical damage observed. The hmia and monitor connections were checked and no issues were noted. The system was opened and further inspection was performed. There was no foreign matter/water inside the system. All of cables were correctly connected and the continuity in each connection was stable. The thermogard xp ivtm system is a reusable device and was manufactured in december 2012. The device has been operating for nearly 6 years and has exceeded its expected serviceable life of 5 years. The initial functional testing passed all functional tests requirement. During archive event log review, the reported complaint issue that occurred on july 3, 2018 was not identified in the log. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, a patient was inserted with quattro catheter for therapy and upon powering on, the user's thermogard xp ivtm system (sn (B)(4)) alarmed with black-out display during console self-test. Temporarily, the patient undergone therapy by using arcticsun. No known impact or consequence to patient.